Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected field: d4 (serial) kindly revert d4 (serial) section to blank.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: g2. The complaint was received through a direct call from the customer to the emergency support program. Nurse called requesting assistance for a gas loss alarm set to off message. Nurse reported the pump had previously provided gas loss alarms prior to the call, and nurse wanted to ensure the gas loss alarm was turned back on. Nurse had troubleshot the gas loss alarm by fixing a catheter restriction and pressing the iab fill key. This resolved the gas loss alarm. Esp team member provided instructions on how to turn the gas loss alarm back on. Nurse followed the instructions, and the gas loss alarm set to off message disappeared. Esp team member collected product surveillance.

Manufacturer narrative:
Updated fields: b4, d4 (exp date and UDI), g3, g6, h2, h4, h11.

Manufacturer narrative:
Due to character linit in e1 (event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the unit had gas loss alarm. No harm or injury to the patient was reported.